Event description:
It was reported by service report that the pt right side rail was broken and it could not locked in the up position. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Side rail timing link assembly.